Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly elected to not proceed with revision surgery. It is believed that the recipient experienced a failure in-situ. A review of the device history record was completed and no anomalies were noted. The recipient remains implanted. This is the final report.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue is not resolved. Revision surgery will be scheduled.